Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that prior to use of an autolog washkit, it was reported that a leak was observed during priming. The device was used. There was no patient involvement, so no adverse effect occurred. Medtronic received additional information that the damage noted in the instrument or the disposable was that water leaked and flowed onto the floor. The only abnormality noted was the leakage that occurred. The leak originated from the bowl. The bowl was re- seated, however, it still leaked. The reservoir, holding, saline, and waste bag at the time of the issue were empty. There was no error warning message.

Manufacturer narrative:
Device evaluation summary: visual inspection showed evidence of fin damage and a broken straw. The bowl was run a couple of times using deionized (di) water. During the runs there was evidence of a leak observed. The reason for return was confirmed. Correction d9.1 (return date): this field has been updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.